Event description:
It was reported by service report that the head-end was stuck in high upright position. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty head-end lift assembly.